Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed myopotential oversensing on an implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. The patient condition was stable.